Manufacturer narrative:
Batch review performed on 26 january 2024: lot 160905: (B)(4) items manufactured and released on 20-apr-2016. Expiration date: 2021-03-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Additional involved implant batch review performed on 26 january 2024 on ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115) lot. 160548 lot 160548: (B)(4) items manufactured and released on 28-apr-2016. Expiration date: 2021-04-02. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a dislocation of the head from the liner and the cause is unknown. At 7 years and 4 months post primary the surgeon revised the head and liner. The surgery was completed successfully.